Event description:
Reportable based on analysis completed on 31july2014. It was reported that crossing difficulty occurred. The target lesion was located in the renal artery. A 6.0mmx14mmx150cm express¿ vascular sd stent was advanced to treat the target lesion. However, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed that the shaft was detached/separated and the stent moved on balloon and was damaged.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds) with stent and a product mandrel and protective tubing. The protective tubing was loose on the product mandrel and the product mandrel was protruding 7cm from the distal tip as received. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The proximal end of the balloon was loosely folded with the stent moved 8mm distal of the proximal markerband. The first proximal row and first two distal rows of stent struts were flared and bend. Majority of the shaft was stretched with a complete shaft separation 123cm from the strain relief and 59cm from the distal tip. There were numerous kinks throughout the shaft. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).